Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the harmony¿ delivery catheter system (dcs) experienced an issue where it was "not locking". The impacted product was not used to complete the procedure, and a new dcs was utilized instead. No patient complications have been reported as a result of this event. Additional information was received that the locking mechanism would not engage. The loader continued to turn it but it would not tighten. The dcs was never inserted into the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the harmony¿ delivery catheter system (dcs) experienced an issue where it was "not locking". The impacted product was not used to complete the procedure, and a new dcs was utilized instead. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the delivery catheter system (dcs) use was stopped when the actuator failed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight dent to the capsule. The handle components appeared intact. The device luer appeared intact. The tuohy borst body appeared to rotate on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The hemostasis valve (hv) actuator could not interact with the hv body threading when rotating the actuator. The proximal handle actuator appeared to lock when rotated clockwise and unlock when rotated counterclockwise. The hv actuator was removed from the hv body and deformation was visible to the first layer of threading on the hv actuator. Debris was visible within the first thread of the hv body and hv actuator. The reported event for miscellaneous, dcs could be confirmed in the analysis due to the deformation to the hv actuator threading. Updated data: h3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: additional review of the event showed no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device malfunction in this report has caused or has the potential to cause death or serious injury if it were to recur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the harmony¿ delivery catheter system (dcs) experienced an issue where it was "not locking". The impacted product was not used to complete the procedure, and a new dcs was utilized instead. No patient complications have been reported as a result of this event. Additional information was received that the locking mechanism would not engage. The loader continued to turn it but it would not tighten. The dcs was never inserted into the patient. Additional information was received that the delivery catheter system (dcs) use was stopped when the actuator failed.